Manufacturer narrative:
Product analysis pli# 10 product ID# 977d260 analysis identified that the {x} electrode at the distal end of the lead is bent; however, electrical testing of the lead segments determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial lead. It was reported that the trial lead was bent, making use difficult. The stylet of the lead was changed but the issue remained. The cause is unknown. The lead was sent back for analysis. The issue is considered resolved as the lead was not used in the case. It was reported there was no patient involvement. The rep noted they would submit any new information that becomes available. On (B)(6) 2024 the rep reported it is unknown if the lead was bent out of box (oob). The stylet was removed, replaced, and issue remained. The trial lead was attempted for use in the trial, but was never left in patient. No contributing factors were determined.